Event description:
The pt received emergency room treatment for elevated blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed damaged motor mounts, but demonstrated that pump insulin delivery was operating within required specifications and delivery accuracy.